Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the hospital for syncope. No stored episode was available for the time of syncope, however oversensing of noise leading to pacing inhibition with asystole was noted. The noise was not able to be reproduced with isometrics. A chest x-ray was taken at that time. The x-ray showed the leads were inserted into the header but the physician was unable to determine if the set screws were completely tightened. The right ventricular (rv) lead appeared to be intact, no lead fractured were observed. The following day, the physician pushed on the device and was able to recreate the asystole on the monitor. The following physician was made aware of the situation and stated he would probably transfer the patient to a different hospital. At this time it is unknown if any intervention has occurred or if the patient was transferred. It was noted that the patient has complete heart block with no underlying rhythm and has had previous syncopial and pre-syncopial events. Pacemaker inhibition is now the main suspect in those events. At this time the pacemaker and leads remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where another manufacturer's right ventricular (rv) lead was explanted and replaced with the same manufacturer's lead. The pacemaker remained in service with the newly implanted rv lead. No additional adverse patient effects were reported.